Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, pillowing keypad overlay, and minor scratched lcd window. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that son was trying to change his reservoir. When he was removing the old reservoir the clear piece on the top of compartment was removed and was completely damaged. Customer states the pump has cosmetic damage. Plastic ring on the reservoir compartment was completely. The insulin pump will be returned for analysis.